Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with neurostimulators for essential tremor and movement disorders. It was reported that the implantable neurostimulator (ins) "need to be reset." The patient has been shaking and has been trying to get into the hcp but has been unable to. This has been happening for the last 9-10 months. It was indicated that the battery was changed on (B)(6) 2015 and that was when the shaking started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.